Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
(B)(6) customer received a blood glucose reading of 280mg/dl on the contour next usb, injected insulin and became unconscious. She was taken to the hospital by ambulance. She received glucose, and was able to leave the hospital within a few hours. While in the hospital, they compared the customer's meter with the lab and there was a difference of 100 to 130mg/dl. The specific readings were not provided. Depending on the actual results, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the strips for evaluation. New meters were sent to her.